Event description:
It was reported the device was packaged without a centralizer. The device was implanted in 2008, using a separately packaged centralizer to complete the surgery.

Manufacturer narrative:
Evaluation codes: the product stated in the complaint was not returned for review. The device history records indicate the centralizer was packaged with the stem. With the give info, there is ot definitive and verifiable evidence that this lot did not have the centralizer included. However, as part of a previous investigation there have been improvements made to further assure that the centralizer is included with the stem. This particular lot was manufactured prior to these improvements.